Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show pre-op films of degenerative spondylolisthesis at l4-5 after l5-s1 fusion. Plif performed at l4-5 with partial reduction. Disc space has been opened by plif spacers. No evidence of implant failure seen in these films. Position of construct appears optimal at l4-5 with bilateral solera screws.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the screw at s1 was broken. A revision was done to replace the broken screw. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. No deviation or no non-conformance to specifications has been recorded for the lot number h10d9378.